Event description:
It was reported that a malfunction alarm, specifically malf 12, occurred, but it did not cause an adverse impact to the customer's blood glucose level. The customer experienced at least three occurrences of this malfunction with the current pump and contacted technical support for assistance. As a corrective action, the customer will use multiple daily injections as backup therapy while technical support replaces the faulty pump under warranty. The customer was instructed to put the pump into storage mode before returning it to tandem using a pre-paid label within ten days, and these instructions were acknowledged by the customer.